Event description:
It was reported that the device would not connect to the customer's wireless network. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed a "check battery" alarm. The device failed to pass testing due to a failure on the radio printed circuit board. The "check battery" condition prevents the modules capability to perform as expected and is a known contributor to the reported wireless connection issue. The device was unable to be repaired and the customer was issued a replacement device.